Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: a total of 2 devices were used from a brand-new packet/box. The np tried one suture and it detached from the filament. So, he tried another suture and that detached from the filament. This was for one procedure on one patient. After having 2 units prove defective from the new product he swapped to use a different product. I will have to order replacement box as we are now out of stock for the whole hospital. Additional h11: did the event occur during sterile processing? --> unknown, did the event occur during field inspection? --> unknown, did the event occur during internal service activities such as calibration? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(6). Device property of -->none, device in possession of -->none.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, we have had several sutures in the emergency department at which have been defective. The sutures are all within date and the packages had not been tampered with. When the practitioner went to use the suture, the monofilament detached from the suture. They had not put undue pressure or tension of the filament before it detached. This has happened on several occasions. No adverse patient consequences were reported. Additional information was requested.